Event description:
It was reported that an ilet user experienced hyperglycemia after consuming a donut and coffee with cream and sugar while new to the ilet system, and the user planned to monitor until glucose returned to the normal range. Investigation of this case revealed no device malfunction reported and user-related factors consistent with dietary intake as a plausible contributor. No user reported symptoms associated with elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond self-monitoring. It was concluded that the event was consistent with hyperglycemia with unclear cause relative to device performance, and no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.